Event description:
A signal loss error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "feeling weird", hypoglycemia, confused, and was unable to self-treat. The customer self-presented to the hospital and a healthcare professional (hcp) obtained a capillary blood glucose test of 72 mg/dl and required administration of potatoes, green peppers, onions, scrambled eggs by hcp, and coca-cola from non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was not successful. Inventory command failed error message was observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sensor tail was severed during de casing. The returned sensor's battery voltage was measured and was not within the specification. The battery was unsoldered from the pcba (printed circuit board assembly). Sensor was placed to test fixture. Attempted to scan sensor with evm (evaluation module); sensor was unable to be scanned with the evaluation module (evm). Observed ¿inventory command failed¿ error message. Further extended investigation was conducted. Visual inspection was performed on the de-cased returned sensor puck and its printed circuit board assembly (pcba), and unsoldered battery and crack on the pcba was observed. Measured the returned battery and results were not with in specification. Attempted to scan the returned de-cased sensor using the test fixture, sensor was unable to be scanned with the evaluation module (evm), and the inventory command failed error message was observed. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "feeling weird", hypoglycemia, confused, and was unable to self-treat. The customer self-presented to the hospital and a healthcare professional (hcp) obtained a capillary blood glucose test of 72 mg/dl and required administration of potatoes, green peppers, onions, scrambled eggs by hcp, and coca-cola from non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.